Event description:
It has been reported to philips that the system intermittently displayed a generator busy message, preventing imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.